Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified: the baseplate and taper adapter do have signs of damage. Item and lot numbers of the baseplate and taper adaptor are confirmed to match the complaint. All data of both tapers are 100% checked at manufacture and are all conforming. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessment of imaging: images 1-3 demonstrate a disassociated glenosphere which is separated from the base plate of the glenoid hardware. The glenosphere is displaced posteriorly and superiorly with respect to the base plate and is tilted in a counter clockwise fashion by approximately 45 degrees. The articular surface of the glenosphere remains aligned with the humeral hardware. The remainder of the hardware appears intact. No detected additional hardware fracture. No periprosthetic lucencies. Image 4 is likely taken post revision (or taken at initial surgical time point). This image demonstrates normal alignment of the hardware without a disassociated glenosphere. The hardware is intact. There is soft tissue emphysema which is compatible with postoperative appearance. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device name: phx. Concomitant medical products: comp rvs cntrl 6.5x35mm st/rst cat# 115397 lot#ni. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 272210. Comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 151880. Comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 410970. Comp nlk scr 3.5hex 4.75x15 st cat# 180557 lot#ni. Comp primary stem 16mm mini m mini cat# 110031399 lot# 755280. Bearing standard 36 mm diameter cat# 110031418 lot# 64653396. Unknown e1 implant cat# 98000900014 lot#ni. Comp rvrs shldr glnsp std 36mm cat# 115310 lot# 140920. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right shoulder procedure. Subsequently, the patient was revised due to disassociation approximately 2 weeks later. All implants were removed and replaced except for the comprehensive mini stem. Attempts have been made and additional information on the reported event is unavailable at this time.